Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see MDR# 3004209178-2019-53512 - for hospitalization information.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose level and customer was go into the emergency room for medical help. Customer¿s blood glucose level was 600 mg/dl at the time of incident. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with manual injection. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.